Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was entering the settings mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the reported issue occurred on (B)(6) 2014 at 4pm. The patient informed the cca that she manages her diabetes with insulin (self-adjuster). The patient reported she continued her usual diabetes management regimen despite not being able to test; however, developed symptoms of ¿sweating¿ 20 minutes after meter issue occurred. The patient denied receiving medical treatment. At the time of the troubleshooting, the cca noted the reported issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the reported meter issue occurred. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/18/2014).the patient¿s meter has been returned on 11/4/2014 and evaluated by lifescan product analysis on 11/7/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.